Event description:
Caller states that a patient allegedly received the following results, with two different roche meters, within 10 minutes: 372 mg/dl (inform system 1) and 170 mg/dl (inform system 2). Patient was treated based upon the reading of 170 mg/dl (treatment not provided). Patient was given 1 unit of insulin (type not provided) after the readings but before eating. Patient recently gave birth and was having nausea post- partum. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).